Manufacturer narrative:
(B)(4). Concomitant product: guide cath: guideliner; mitraclip system: lift, support plate, stabilizer, 1 implanted mitraclip. The customer reported the sgc was discarded and will not be returned for investigation. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The product was not returned for analysis. In this case, there was no reported device malfunction associated with the steerable guiding catheter (sgc). The reported patient effect of emboli (air), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The information provided in the case details stated that the device was successfully de-aired during device preparation and continuous heparinized saline flush was applied to the cds and guide throughout the procedure. Further clarification from the account noted that it was unknown and could not be confirmed if the guide ever came into contact with the atrium wall/tissue during removal of the devices. It should be noted that the IFU states: avoid contacting tissue or creating a vacuum in the guide lumen. If necessary, position the guide handle below the level of the la to allow blood to fill the guide lumen. In this case, it is possible that if the guide came into contact with the atrium wall at any point during the procedure, this may have contributed to the reported air bubbles; however, this cannot be confirmed. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This is filed to report possible air bubbles observed in the left atrium (la) after use with the mitraclip steerable guiding catheter (sgc). This is considered serious injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The devices were successfully de-aired per the instructions for use (IFU) during preparation. The transseptal puncture was performed; however, the puncture was too anterior; therefore, a second puncture was performed. The mitraclip sgc and clip delivery system (cds) were prepared per the IFU and there were no issues or difficulties noted. The cds was inserted per the IFU and advanced without issue. The clip was deployed and the mr was reduced to 1. Continuous heparinized flush was performed throughout the procedure. The cds and the sgc were removed per the IFU. There were no issues noted during removal. After the devices were removed, echocardiogram showed something flickering in the left atrium (la), next to the septum. It was confirmed that this was not thrombosis and the physician believed it was air bubbles. There was no treatment performed and it is unknown why the air bubbles were present. The patient was confirmed to be clinically stable post-procedure. There was no clinically significant delay in the procedure. No additional information was provided.